Event description:
Contact reported that during attempted insertion of vbr spinal implants, two cages broke. Surgeon was able to remove all of the broken fragments. Situation resulted in a delay to the case in excess of 30-min. As a result, an MDR is being filed to document this malfunction. Device 2. See also: 1526439-2008-00126.

Manufacturer narrative:
Root cause appears to be related to the use of excessive force. The inserter is intended to place the cage in the proper alignment. It should not be used to torque or steer the implant. Applying torque and or using a mallet may result in breakage of the implant. The system comes with a straight and curved impactor to advance the implant using a mallet. Device 2.